Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A health professional reported that a knife was dull during surgery. Patient impact information is unknown. Additional information has been requested.